Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) was 580 mg/dl with high ketone levels identified as life-threatening by a healthcare provider however issue was resolved and there was no permanent damage. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.